Manufacturer narrative:
The blood tubing set involved in this incident was discarded and is not available for investigation. Retained blood tubing samples from lot number reported 01r158216 were visually inspected, functional and dimensional testing performed with no failures detected.

Event description:
During the hemodialysis treatment on (B)(6) 2010, the pt was not anticoagulated, there was difficulty with cannulation so, the nurse opted to switch access sites. The blood had already filled the circuit and it was stagnant for a few minutes while the nurse moved sites. Immediately upon initiating treatment, the pt's blood pressure increased and the arterial and venous pressure readings were significantly abnormal along with an elevated transmembrane pressure. Treatment continued on another machine and the pt was discharged home. No kinks in any of the lines were found. The nurse also did not observe the lines bouncing and did not hear any unusual noises coming from the bloodlines. Nine hours after completing her hemodialysis treatment, the pt was admitted to the hosp, with diagnosis of hemolysis and acute pancreatitis. The lab work revealed a decrease in hemoglobin and haptoglobin, and elevated amylase, lipase, ast and alt. No blood smear was obtained. The cause of the hemolysis is unk. While hospitalized the pt's condition quickly improved. On (B)(6) 2010, she resumed her regular outpatient hemodialysis treatment schedule. No problems were reported. The blood tubing set was discarded and is not available for inspection. Two hosp biomed technician and a gambro service tech inspected the phoenix machine. No problems were found. The gambro service technician authorized the return of the machine to clinical use. It has been returned to clinical use, with no further issues.